Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 27-FEB-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that muscle wire on the underside of the cubie tray appeared to have melted into the plastic and pyxie bus cable was exposed. A field service engineer (FSE) replaced the row A cubie tray and replaced the drawer 7 pyxie bus cable and tested functionality. Additionally, FSE replaced the slide bumpers and latch inseparable, bearing cage in half height and full height drawers in preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary, the drawer was failed intermittently and opened randomly. User tried to recover the storage space, but the issue did not resolve. However, there were no delay in patient care and no adverse events or injuries reported based on this event.